Event description:
The customer reported problem with bellavista 1000 us with report of blower temperature was high during patient use. The customer confirmed that there was no patient harm and ventilation continued, and eventually removed from the patient and replaced with another vent.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, fsr onsite and pending log files for analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation a vyaire field service representative(fsr) evaluated the device onsite. Log file analysis revealed that alarm 241 "temperature of blower high" has been triggered once due to clogged filters. The reported issue was resolved after changing the filters. It seems that the user did not follow the exchange interval of the filter. The root cause was found to be a user fault - lack of maintenance or filter exchange. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.